Event description:
The patient sustained a burn from the aquamantys handpiece during a surgical procedure. This is a 59-year-old male patient who came in for a robotic-assisted right lung lobectomy. The initial case was completed at 11:00 am, however, the patient was brought back to the operating room at approximately 3:30 pm for a right side thoracoscopy transpleural, as indicated for hematoma of the thorax. While the team was removing the drapes off the patient, the rn circulator noticed a 3-inch burn on the posterior lateral back in one of the ports (surgical site). The site was treated with ointment. The vats camera, which can cause burns, especially if the light source is left in contact with drapes, which can cause a fire. There were no signs of this. Also, the width of the linear burn was smaller than the width of the vats camera cable. Bovie - was used a little bit during the surgery but not much at the site of the burn. They don't think it was the cause. Aquamantys - the surgeon is very familiar with this device. It's great at stopping bleeding at a port site, like this case. The surgeon normally uses it for open cases. Here, it was minimally invasive, so she used a different "head" for thoracoscopic procedures, which is sleeker than the one used for open. She doesn't think that the different head was the problem. The outcome to the patient is a minor burn treated with ointment. No defects could be identified, and the source of the burn is still in question. The pattern of the burn may indicate that it was the saline dripping out of the wound and causing the burn of a sensitive area. Mm also completed with similar outcome of source of burn unable to be determined. No unusual occurrences identified that leads to gaps.